Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed successfully, with no fragments left inside the patient. The procedure was then completed with a different device. No complications reported, and the patient was fully recovered.